Event description:
The home patient (hp) contacted baxter's technical service center regarding a leaking cassette which occurred on the homechoice during use while the hp was not connected. The baxter technical services representative assisted to remove the cassette, and the hp would start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that the leak was coming from the cassette itself, at the bottom. She did not see any damage, cuts, or tears in the cassette. After she started over with new supplies, therapy went well. There were no samples available and she did not recall the lot. Therapy since has been going well, and there were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.